Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, with a >45 and <90 degree bend target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x28mm promus element drug-eluting stent was advanced but the device was unable to cross the lesion. However, during withdrawal of the device, the stent got fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the centre to distal stent struts were damaged, stent struts were pulled and stretched in a distal direction. Undamaged proximal od (outer diameter) of the stent profile measured and was found to be within the maximum crimped stent profile specification. This type of damages noted most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues on the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, with a >45 and <90 degree bend target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x28mm promus element ¿ drug-eluting stent was advanced but the device was unable to cross the lesion. However, during withdrawal of the device, the stent got fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.